Event description:
Surgeon performed a knee osteotomy on a pt with no pre-existing medical conditions in 2001. Post opertaviely the wound got infected and the surgeon had to remove the sutures, clean and debride the wound and re-suture. The pt was given IV antibiotic for home health.